Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
New information was received that this device was explanted.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patient recently underwent valve surgery, and prior to the surgery the battery remaining indicated 1.5 years. An interrogation post surgery showed less than 6 months remaining longevity. And a few days later it declared elective replacement indicator. The physician asked if replacement could wait for the patient to recover from most recent surgery. The patient will be interrogated once more in 2 weeks and a decision will be made at that visit. No adverse patient effects were reported.